Event description:
It was reported that the right ventricular lead exhibited low sensing and low impedance. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.